Manufacturer narrative:
(B)(4).

Event description:
During a procedure, it was reported the catheter electrode was bent. After the product was received, visual analysis was performed and it was identified there was char observed between electrode 1 and 2. This catheter condition makes this event a MDR reportable event.